Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("severe and permanent injuries/perforation/location of the perforation: fallopian tubes"), mental impairment ("slower than normal mental reaction") and genital haemorrhage ("constant bleeding") in a 45-year-old female patient who had essure (ess205) (batch no. 509408) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "following essure placement procedure, she did not use birth control". The patient's medical history included gravida ii, parity 2, delivery in 1986, delivery in 1994, complication of delivery, breathing arrested and caesarean section. She denies significant weight loss, significant weight gain, insomnia, hypersomnia, psychomotor agitation, psychomotor retardation, fatigue (loss of energy), feelings of worthlessness (guilt), and recurrent thoughts of death or suicide. The patient denies that she feels like life is not worth living, denies that she wishes that she were dead, and denies that she has thought about ending her life. The patient denies a depressed mood most of the day and a diminished interest in her usual daily activities. She denied impaired concentration (indecisiveness). The patient denies symptoms of a manic disorder including abnormally & persistently irritable mood. She denies abdominal pain, chest pain, cough, genitourinary symptoms, headache, musculoskeletal symptoms, nausea and rash. Previously administered products included for an unreported indication: oral contraception from 1994 to 2005. Concurrent conditions included obesity, depression, attention deficit disorder, headache, sinusitis, sexually transmitted disease and menstrual cycle abnormal. Concomitant products included venlafaxine hydrochloride (effexor). In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced paraesthesia ("tingling in arms") and hypoaesthesia ("numbness in arms"). In 2012, the patient experienced pelvic pain ("pelvic pain (extreme cramping)/ severe and persistent pain/ chronic pain/aches/pain: pelvic area"), dysgeusia ("taste of metal"), constipation ("chronic constipation"), chronic fatigue syndrome ("chronic fatigue syndrome"), dry skin ("very dry skin and scalp"), pain in extremity ("legs, hips, feet, knees, arms pain (aches and cramps, tingling)") and genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced pruritus ("very itchy skin and scalp / skin pain (itchy)"). In (B)(6) 2013, the patient was found to have weight increased ("rapid weight gain"). On (B)(6) 2013, the patient experienced lichen planus ("lichen planus"). In 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced mental impairment (seriousness criterion medically significant), arthralgia ("knee and ankles hurt"), osteoarthritis ("osteoarthritis"), feeling abnormal ("brain fog") and feeling cold ("always cold when other people are warm"). On (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2015, the patient was found to have uterine leiomyoma ("enlarged uterus/uterine leiomyoma"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), anxiety ("mental anguish"), emotional distress ("suffering"), hypersensitivity ("hypersensitivity reaction to nickel"), rash maculo-papular ("large brownish & purple flat bumps on my legs, arms, anus"), scar ("scarring from the removal procedure"), pain ("aches") and illness anxiety disorder ("hypochondriac") and was found to have antinuclear antibody positive ("positive ana (interpretated as antinuclear antibody)"). The patient was treated with fluocinolone acetonide, fluocinonide, phentermine, prednisone, sertraline hydrochloride (zoloft) and surgery (hysterectomy urgently laparoscopic supracervical). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, fatigue, fibromyalgia, lichen planus, dysgeusia, weight increased, constipation, alopecia, feeling cold, paraesthesia, hypoaesthesia, dry skin, pain in extremity, rash maculo-papular and pain was resolving, the mental impairment, osteoarthritis, anxiety, emotional distress, chronic fatigue syndrome, feeling abnormal, pruritus, uterine leiomyoma, antinuclear antibody positive, hypersensitivity, scar, genital haemorrhage and illness anxiety disorder outcome was unknown and the arthralgia had resolved. The reporter considered alopecia, antinuclear antibody positive, anxiety, arthralgia, chronic fatigue syndrome, constipation, dry skin, dysgeusia, emotional distress, fallopian tube perforation, fatigue, feeling abnormal, feeling cold, fibromyalgia, genital haemorrhage, hypersensitivity, hypoaesthesia, illness anxiety disorder, lichen planus, mental impairment, osteoarthritis, pain, pain in extremity, paraesthesia, pelvic pain, pruritus, rash maculo-papular, scar, uterine leiomyoma and weight increased to be related to essure (ess205). The reporter commented: she did underwent essure confirmation test on 2005 and was not sure about type of test. Plaintiff did not sought medical treatment for taste of metal, rapid weight gain, chronic constipation, chronic fatigue syndrome, brain fog, hair loss, slower than normal mental reaction, always cold when other people are warm & tingling and numbness in arms, very dry itchy skin and scalp. Discrepancy noted in the date of essure confirmation test. She underwent supra-cervical hysterectomy for enlarged uterus, constant bleeding and uterine leiomyoma. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: good position and alignment of tubal occlusive. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; enlarged uterus, pelvic pain, uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2019: social media received. Reporters information updated.event: hypochondriac were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("severe and permanent injuries/perforation/location of the perforation: fallopian tubes") and mental impairment ("slower than normal mental reaction") in a 45-year-old female patient who had essure (ess205) (batch no. 509408) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, delivery in 1986, delivery in 1994, complication of delivery, breathing arrested and caesarean section. Following essure placement procedure, she did not use birth control. Previously administered products included for an unreported indication: oral contraception from 1994 to 2005. Concurrent conditions included obesity. In (B)(6) 2005, the patient had essure (ess205) inserted. In 2012, the patient experienced pelvic pain ("pelvic pain (extreme cramping)/ severe and persistent pain/ chronic pain/aches") and pain in extremity ("legs, hips, feet, knees, arms pain (aches and cramps, tingling)"). In (B)(6) 2012, the patient experienced pruritus ("very itchy skin and scalp / skin pain (itchy)"). On (B)(6) 2013, the patient experienced lichen planus ("lichen planus"). On (B)(6)2015, the patient experienced fibromyalgia ("fibromyalgia") and osteoarthritis ("osteoarthritis"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), mental impairment (seriousness criterion medically significant), fatigue ("fatigue"), arthralgia ("knee and ankles hurt"), anxiety ("mental anguish"), emotional distress ("suffering"), dysgeusia ("taste of metal"), weight increased ("rapid weight gain"), constipation ("chronic constipation"), chronic fatigue syndrome ("chronic fatigue syndrome"), feeling abnormal ("brain fog"), alopecia ("hair loss"), feeling cold ("always cold when other people are warm"), paraesthesia ("tingling in arms"), hypoaesthesia ("numbness in arms"), dry skin ("very dry skin and scalp"), uterine leiomyoma ("enlarged uterus/uterine leiomyoma"), antinuclear antibody positive ("positive ana (interpretated as antinuclear antibody)"), hypersensitivity ("hypersensitivity reaction to nickel"), rash maculo-papular ("large brownish & purple flat bumps on my legs, arms, anus") and scar ("scarring from the removal procedure"). The patient was treated with surgery (hysterectomy urgently laparoscopic supracervical). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the fallopian tube perforation, fatigue, fibromyalgia and pain in extremity was resolving, the mental impairment, pelvic pain, osteoarthritis, anxiety, emotional distress, lichen planus, dysgeusia, weight increased, constipation, chronic fatigue syndrome, feeling abnormal, alopecia, feeling cold, paraesthesia, hypoaesthesia, dry skin, pruritus, uterine leiomyoma, antinuclear antibody positive, hypersensitivity, rash maculo-papular and scar outcome was unknown and the arthralgia had resolved. The reporter considered alopecia, antinuclear antibody positive, anxiety, arthralgia, chronic fatigue syndrome, constipation, dry skin, dysgeusia, emotional distress, fallopian tube perforation, fatigue, feeling abnormal, feeling cold, fibromyalgia, hypersensitivity, hypoaesthesia, lichen planus, mental impairment, osteoarthritis, pain in extremity, paraesthesia, pelvic pain, pruritus, rash maculo-papular, scar, uterine leiomyoma and weight increased to be related to essure (ess205). The reporter commented: plaintiff did not sought medical treatment for taste of metal, rapid weight gain, chronic constipation, chronic fatigue syndrome, brain fog, hair loss, slower than normal mental reaction, always cold when other people are warm & tingling and numbness in arms, very dry itchy skin and scalp. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. She was not advised of any complications or problems that occurred at the time of her essure placement procedure, she did undergo essure confirmation test on 2005 and was not sure about type of test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("severe and permanent injuries/perforation/location of the perforation: fallopian tubes") and mental impairment ("slower than normal mental reaction") in a 45-year-old female patient who had essure (ess205) (batch no. 509408) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, delivery in 1986, delivery in 1994, complication of delivery, breathing arrested and caesarean section. Following essure placement procedure, she did not use birth control. She denies significant weight loss, significant weight gain, insomnia, hypersomnia, psychomotor agitation, psychomotor retardation, fatigue (loss of energy), feelings of worthlessness (guilt), and recurrent thoughts of death or suicide. The patient denies that she feels like life is not worth living, denies that she wishes that she were dead, and denies that she has thought about ending her life. The patient denies a depressed mood most of the day and a diminished interest in her usual daily activities. She denies impaired concentration (indecisiveness). The patient denies symptoms of a manic disorder including abnormally & persistently irritable mood. She denies abdominal pain, chest pain, cough, genitourinary symptoms, headache, musculoskeletal symptoms, nausea, and rash. Previously administered products included for an unreported indication: oral contraception from 1994 to 2005. Concurrent conditions included obesity, depression, attention deficit disorder, headache, sinusitis, sexually transmitted disease and menstrual cycle abnormal. Concomitant products included venlafaxine (effexor). In (B)(6) 2005, the patient had essure (ess205) inserted. In 2012, the patient experienced pelvic pain ("pelvic pain (extreme cramping)/ severe and persistent pain/ chronic pain/aches") and pain in extremity ("legs, hips, feet, knees, arms pain (aches and cramps, tingling)"). In (B)(6) 2012, the patient experienced pruritus ("very itchy skin and scalp / skin pain (itchy)"). On (B)(6) 2013, the patient experienced lichen planus ("lichen planus"). On (B)(6)2015, the patient experienced fibromyalgia ("fibromyalgia") and osteoarthritis ("osteoarthritis"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), mental impairment (seriousness criterion medically significant), fatigue ("fatigue"), arthralgia ("knee and ankles hurt"), anxiety ("mental anguish"), emotional distress ("suffering"), dysgeusia ("taste of metal"), weight increased ("rapid weight gain"), constipation ("chronic constipation"), chronic fatigue syndrome ("chronic fatigue syndrome"), feeling abnormal ("brain fog"), alopecia ("hair loss"), feeling cold ("always cold when other people are warm"), paraesthesia ("tingling in arms"), hypoaesthesia ("numbness in arms"), dry skin ("very dry skin and scalp"), uterine leiomyoma ("enlarged uterus/uterine leiomyoma"), antinuclear antibody positive ("positive ana (interpretated as antinuclear antibody)"), hypersensitivity ("hypersensitivity reaction to nickel"), rash maculo-papular ("large brownish & purple flat bumps on my legs, arms, anus"), scar ("scarring from the removal procedure") and pain ("aches"). The patient was treated with surgery (hysterectomy urgently laparoscopic supracervical). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, pelvic pain, fatigue, fibromyalgia, lichen planus, pain in extremity, rash maculo-papular and pain was resolving, the mental impairment, osteoarthritis, anxiety, emotional distress, dysgeusia, weight increased, constipation, chronic fatigue syndrome, feeling abnormal, alopecia, feeling cold, paraesthesia, hypoaesthesia, dry skin, pruritus, uterine leiomyoma, antinuclear antibody positive, hypersensitivity and scar outcome was unknown and the arthralgia had resolved. The reporter considered alopecia, antinuclear antibody positive, anxiety, arthralgia, chronic fatigue syndrome, constipation, dry skin, dysgeusia, emotional distress, fallopian tube perforation, fatigue, feeling abnormal, feeling cold, fibromyalgia, hypersensitivity, hypoaesthesia, lichen planus, mental impairment, osteoarthritis, pain, pain in extremity, paraesthesia, pelvic pain, pruritus, rash maculo-papular, scar, uterine leiomyoma and weight increased to be related to essure (ess205). The reporter commented: plaintiff did not sought medical treatment for taste of metal, rapid weight gain, chronic constipation, chronic fatigue syndrome, brain fog, hair loss, slower than normal mental reaction, always cold when other people are warm & tingling and numbness in arms, very dry itchy skin and scalp. Discrepancy noted in the date of essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: good position and alignment of tubal occlusive she was not advised of any complications or problems that occurred at the time of her essure placement procedure, she did undergo essure confirmation test on 2005 and was not sure about type of test. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; enlarged uterus, pelvic pain, uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received event ache was added. Outcome of event " pain, aches, rashes, lichen planus" were updated as recovering. Concomitant condition and drug were added. Lab data and reporter information were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('severe and permanent injuries/perforation/location of the perforation: fallopian tubes'), mental impairment ('slower than normal mental reaction') and genital haemorrhage ('constant bleeding') in a 45-year-old female patient who had essure (ess205) (batch no. 509408) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "following essure placement procedure, she did not use birth control". The patient's medical history included gravida ii, parity 2, delivery in 1986, delivery in 1994, complication of delivery, breathing arrested and caesarean section. She denies significant weight loss, significant weight gain, insomnia, hypersomnia, psychomotor agitation, psychomotor retardation, fatigue (loss of energy), feelings of worthlessness (guilt), and recurrent thoughts of death or suicide. The patient denies that she feels like life is not worth living, denies that she wishes that she were dead, and denies that she has thought about ending her life. The patient denies a depressed mood most of the day and a diminished interest in her usual daily activities. She denied impaired concentration (indecisiveness). The patient denies symptoms of a manic disorder including abnormally & persistently irritable mood. She denies abdominal pain, chest pain, cough, genitourinary symptoms, headache, musculoskeletal symptoms, nausea and rash. Previously administered products included for an unreported indication: oral contraception from 1994 to 2005. Concurrent conditions included obesity, depression, attention deficit disorder, headache, sinusitis, sexually transmitted disease, menstrual cycle abnormal, adenomyosis, leiomyoma nos and paratubal cyst. Concomitant products included venlafaxine hydrochloride (effexor). In may 2005, the patient had essure (ess205) inserted. In october 2006, the patient experienced paraesthesia ("tingling in arms") and hypoaesthesia ("numbness in arms"). In 2009, the patient experienced migraine ("migraines"). In 2012, the patient experienced pelvic pain ("pelvic pain (extreme cramping)/ severe and persistent pain/ chronic pain/aches/pain: pelvic area"), dysgeusia ("taste of metal"), constipation ("chronic constipation"), chronic fatigue syndrome ("chronic fatigue syndrome"), dry skin ("very dry skin and scalp"), pain in extremity ("legs, hips, feet, knees, arms pain (aches and cramps, tingling)") and genital haemorrhage (seriousness criterion medically significant). In december 2012, the patient experienced pruritus ("very itchy skin and scalp / skin pain (itchy)"). In january 2013, the patient was found to have weight increased ("rapid weight gain"). On (B)(6) 2013, the patient experienced lichen planus ("lichen planus"). In 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced mental impairment (seriousness criterion medically significant), arthralgia ("knee and ankles hurt"), osteoarthritis ("osteoarthritis"), feeling abnormal ("brain fog") and feeling cold ("always cold when other people are warm"). On (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"). In february 2015, the patient was found to have uterine leiomyoma ("enlarged uterus/uterine leiomyoma"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), anxiety ("mental anguish"), emotional distress ("suffering"), hypersensitivity ("hypersensitivity reaction to nickel"), rash maculo-papular ("large brownish & purple flat bumps on my legs, arms, anus"), scar ("scarring from the removal procedure"), pain ("aches") and illness anxiety disorder ("hypochondriac") and was found to have antinuclear antibody positive ("positive ana (interpretated as antinuclear antibody)"). The patient was treated with fluocinolone acetonide, fluocinonide, phentermine, prednisone, sertraline hydrochloride (zoloft) and surgery (hysterectomy urgently laparoscopic supracervical). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, fatigue, fibromyalgia, lichen planus, dysgeusia, weight increased, constipation, alopecia, feeling cold, paraesthesia, hypoaesthesia, dry skin, pain in extremity, rash maculo-papular and pain was resolving, the mental impairment, osteoarthritis, anxiety, emotional distress, chronic fatigue syndrome, feeling abnormal, pruritus, uterine leiomyoma, antinuclear antibody positive, hypersensitivity, scar, genital haemorrhage, illness anxiety disorder and migraine outcome was unknown and the arthralgia had resolved. The reporter considered alopecia, antinuclear antibody positive, anxiety, arthralgia, chronic fatigue syndrome, constipation, dry skin, dysgeusia, emotional distress, fallopian tube perforation, fatigue, feeling abnormal, feeling cold, fibromyalgia, genital haemorrhage, hypersensitivity, hypoaesthesia, illness anxiety disorder, lichen planus, mental impairment, migraine, osteoarthritis, pain, pain in extremity, paraesthesia, pelvic pain, pruritus, rash maculo-papular, scar, uterine leiomyoma and weight increased to be related to essure (ess205). The reporter commented: she did underwent essure confirmation test on 2005 and was not sure about type of test. Plaintiff did not sought medical treatment for taste of metal, rapid weight gain, chronic constipation, chronic fatigue syndrome, brain fog, hair loss, slower than normal mental reaction, always cold when other people are warm & tingling and numbness in arms, very dry itchy skin and scalp. Discrepancy noted in the date of essure confirmation test. She underwent supra-cervical hysterectomy for enlarged uterus, constant bleeding and uterine leiomyoma. Discrepancy noted as essure insertion date ??-may-2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: good position and alignment of tubal occlusive. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; enlarged uterus, pelvic pain, uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs +mr received. New event added: migraines. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("severe and permanent injuries/perforation/location of the perforation: fallopian tubes"), mental impairment ("slower than normal mental reaction") and genital haemorrhage ("constant bleeding") in a 45-year-old female patient who had essure (ess205) (batch no. 509408) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "following essure placement procedure, she did not use birth control". The patient's medical history included gravida ii, parity 2, delivery in 1986, delivery in 1994, complication of delivery, breathing arrested and caesarean section. She denies significant weight loss, significant weight gain, insomnia, hypersomnia, psychomotor agitation, psychomotor retardation, fatigue (loss of energy), feelings of worthlessness (guilt), and recurrent thoughts of death or suicide. The patient denies that she feels like life is not worth living, denies that she wishes that she were dead, and denies that she has thought about ending her life. The patient denies a depressed mood most of the day and a diminished interest in her usual daily activities. She denied impaired concentration (indecisiveness). The patient denies symptoms of a manic disorder including abnormally & persistently irritable mood. She denies abdominal pain, chest pain, cough, genitourinary symptoms, headache, musculoskeletal symptoms, nausea and rash. Previously administered products included for an unreported indication: oral contraception from 1994 to 2005. Concurrent conditions included obesity, depression, attention deficit disorder, headache, sinusitis, sexually transmitted disease and menstrual cycle abnormal. Concomitant products included venlafaxine hydrochloride (effexor). In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced paraesthesia ("tingling in arms") and hypoaesthesia ("numbness in arms"). In 2012, the patient experienced pelvic pain ("pelvic pain (extreme cramping)/ severe and persistent pain/ chronic pain/aches/pain: pelvic area"), dysgeusia ("taste of metal"), constipation ("chronic constipation"), chronic fatigue syndrome ("chronic fatigue syndrome"), dry skin ("very dry skin and scalp"), pain in extremity ("legs, hips, feet, knees, arms pain (aches and cramps, tingling)") and genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced pruritus ("very itchy skin and scalp / skin pain (itchy)"). In (B)(6) 2013, the patient was found to have weight increased ("rapid weight gain"). On (B)(6) 2013, the patient experienced lichen planus ("lichen planus"). In 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced mental impairment (seriousness criterion medically significant), arthralgia ("knee and ankles hurt"), osteoarthritis ("osteoarthritis"), feeling abnormal ("brain fog") and feeling cold ("always cold when other people are warm"). On (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2015, the patient was found to have uterine leiomyoma ("enlarged uterus/uterine leiomyoma"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), anxiety ("mental anguish"), emotional distress ("suffering"), hypersensitivity ("hypersensitivity reaction to nickel"), rash maculo-papular ("large brownish & purple flat bumps on my legs, arms, anus"), scar ("scarring from the removal procedure") and pain ("aches") and was found to have antinuclear antibody positive ("positive ana (interpretated as antinuclear antibody)"). The patient was treated with fluocinolone acetonide, milnacipran hydrochloride (savella), phentermine, prednisone, sertraline hydrochloride (zoloft) and surgery (hysterectomy urgently laparoscopic supracervical). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, fatigue, fibromyalgia, lichen planus, dysgeusia, weight increased, constipation, alopecia, feeling cold, paraesthesia, hypoaesthesia, dry skin, pain in extremity, rash maculo-papular and pain was resolving, the mental impairment, osteoarthritis, anxiety, emotional distress, chronic fatigue syndrome, feeling abnormal, pruritus, uterine leiomyoma, antinuclear antibody positive, hypersensitivity, scar and genital haemorrhage outcome was unknown and the arthralgia had resolved. The reporter considered alopecia, antinuclear antibody positive, anxiety, arthralgia, chronic fatigue syndrome, constipation, dry skin, dysgeusia, emotional distress, fallopian tube perforation, fatigue, feeling abnormal, feeling cold, fibromyalgia, genital haemorrhage, hypersensitivity, hypoaesthesia, lichen planus, mental impairment, osteoarthritis, pain, pain in extremity, paraesthesia, pelvic pain, pruritus, rash maculo-papular, scar, uterine leiomyoma and weight increased to be related to essure (ess205). The reporter commented: she did underwent essure confirmation test on 2005 and was not sure about type of test. Plaintiff did not sought medical treatment for taste of metal, rapid weight gain, chronic constipation, chronic fatigue syndrome, brain fog, hair loss, slower than normal mental reaction, always cold when other people are warm & tingling and numbness in arms, very dry itchy skin and scalp. Discrepancy noted in the date of essure confirmation test. She underwent supra-cervical hysterectomy for enlarged uterus, constant bleeding and uterine leiomyoma. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: good position and alignment of tubal occlusive. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; enlarged uterus, pelvic pain, uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporter information was added. Essure removal date was updated. Her treatment medications were added. Per plaintiff fact sheet event: constant bleeding and following essure placement procedure, she did not use birth control was added. She was recovering from the following events: chronic pain and fatigue, lichen planus, dry itchy skin and scalp, knee and ankles quit hurting, fibromyalgia, metallic taste in mouth, rapid weight gain, chronic constipation, hair loss, always cold when other people are warm, numbness and tingling in my arms. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("severe and permanent injuries/perforation/location of the perforation: fallopian tubes") and mental impairment ("slower than normal mental reaction") in a ((B)(6) female patient who had essure (ess205) (batch no. 509408) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, delivery in 1986, delivery in 1994, complication of delivery, difficulty breathing and caesarean section. Following essure placement procedure, she did not use birth control. Previously administered products included for an unreported indication: oral contraception from 1994 to 2005. Concurrent conditions included obesity. In ((B)(6) 2005, the patient had essure (ess205) inserted. In 2012, the patient experienced pelvic pain ("pelvic pain (extreme cramping)/ severe and persistent pain/ chronic pain/aches") and pain in extremity ("legs, hips, feet, knees, arms pain (aches and cramps, tingling)"). In ((B)(6) 2012, the patient experienced pruritus ("very itchy skin and scalp / skin pain (itchy)"). On ((B)(6) 2013, the patient experienced lichen planus ("lichen planus"). On ((B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia") and osteoarthritis ("osteoarthritis"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), mental impairment (seriousness criterion medically significant), fatigue ("fatigue"), arthralgia ("knee and ankles hurt"), anxiety ("mental anguish"), emotional distress ("suffering"), dysgeusia ("taste of metal"), weight increased ("rapid weight gain"), constipation ("chronic constipation"), chronic fatigue syndrome ("chronic fatigue syndrome"), feeling abnormal ("brain fog"), alopecia ("hair loss"), feeling cold ("always cold when other people are warm"), paraesthesia ("tingling in arms"), hypoaesthesia ("numbness in arms"), dry skin ("very dry skin and scalp"), uterine leiomyoma ("enlarged uterus/uterine leiomyoma"), antinuclear antibody positive ("positive ana (interpretated as antinuclear antibody)"), hypersensitivity ("hypersensitivity reaction to nickel"), rash maculo-papular ("large brownish & purple flat bumps on my legs, arms, anus") and scar ("scarring from the removal procedure"). The patient was treated with surgery (hysterectomy urgently laparoscopic supracervical). Essure (ess205) was removed in ((B)(6) 2015. At the time of the report, the fallopian tube perforation, fatigue, fibromyalgia and pain in extremity was resolving, the mental impairment, pelvic pain, osteoarthritis, anxiety, emotional distress, lichen planus, dysgeusia, weight increased, constipation, chronic fatigue syndrome, feeling abnormal, alopecia, feeling cold, paraesthesia, hypoaesthesia, dry skin, pruritus, uterine leiomyoma, antinuclear antibody positive, hypersensitivity, rash maculo-papular and scar outcome was unknown and the arthralgia had resolved. The reporter considered alopecia, antinuclear antibody positive, anxiety, arthralgia, chronic fatigue syndrome, constipation, dry skin, dysgeusia, emotional distress, fallopian tube perforation, fatigue, feeling abnormal, feeling cold, fibromyalgia, hypersensitivity, hypoaesthesia, lichen planus, mental impairment, osteoarthritis, pain in extremity, paraesthesia, pelvic pain, pruritus, rash maculo-papular, scar, uterine leiomyoma and weight increased to be related to essure (ess205). The reporter commented: plaintiff did not sought medical treatment for taste of metal, rapid weight gain, chronic constipation, chronic fatigue syndrome, brain fog, hair loss, slower than normal mental reaction, always cold when other people are warm and tingling and numbness in arms, very dry itchy skin and scalp. Diagnostic results (normal ranges are provided in parenthesis if available): ((B)(6). She was not advised of any complications or problems that occurred at the time of her essure placement procedure, she did undergo essure confirmation test on 2005 and was not sure about type of test. Most recent follow-up information incorporated above includes: on 27-nov-2017: essure legal manufacture has changed from bayer healthcare, llc, ((B)(4) to bayer pharma ((B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Case becomes valid since event ¿severe and permanent injuries¿ updated with valid events such as, fallopian tube perforation, mental impairment, lichen planus, chronic pain, pain nos, taste metallic, weight gain, constipation chronic, chronic fatigue syndrome, hair loss, feeling cold, paraesthesia of limbs, numbness of upper extremities, dry skin, itchy skin, scalp disorder, fibromyalgia, pelvic pain, hypersensitivity reaction, pain of extremities, maculopapular rash, psychic disturbance, fatigue, osteoarthritis, emotional suffering. Reporter, patient information, other relevant history, lab data, product information were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.